Event description:
It was alleged that while on a pt, the nurse experienced difficulty in monitoring the pt's heart rate with the receiver. It was noted that the pt was defibrilllated after cardiac arrest. It was reported that the pt is in stable condition.